Manufacturer narrative:
Device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device, and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ 20 ml syringe with needle experienced difficulty connecting the syringe to the mating component. The following information was provided by the initial reporter: the needle was thick, causing the liquid in the process of disposing, causing the debris in the bottle stopper to be brought into the liquid, resulting in waste of medicines, the need to replace the new one, which brings the risk of transfusion.